Manufacturer narrative:
A ge service rep performed an on site investigation. The fse performed a power and grounding check of workstation. The surge suppressor pcb was evaluated and replaced. The 5vdc power supply was adjusted to 5.15vdc. A new solid state drive with software preloaded was also installed as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message resulting in a complete loss of system functionality. The device was removed and replaced in order to complete the pt care case. There is no report of pt injury or death associated with this event.